Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for concern of sepsis and right ventricle failure. It was reported that post operation, the patient developed a fever on (B)(6) 2017. Blood cultures were initially negative. He had repeat blood cultures on (B)(6) 2017 due to chills/shivering in the evening that remained negative. A CT of the chest completed on (B)(6) 2017 was concerning for superficial infection. The CT did note anterior mediastinal fluid collection with air. Sternal wound had small amount of purulent drainage. He was started on vancomycin. Wound culture (B)(6) for (B)(6). He was changed to ancef 2g IV every 8 hours when culture sensitivities resulted. He continued on ancef indefinitely. New PICC line placed (B)(6) 2017 for long term antibiotics. Discharge from initial hospitalization was (B)(6) 2017. It was reported that the patient had a history of sternal wound ((B)(6)) infection and dehiscence requiring omental flap and split-thickness skin graft reconstruction. Patient had a history of driveline infection and on cefteroline at home. The patient was most recently admitted on (B)(6) 2017 for lower back pain radiating to chest, and was subsequently noted to be febrile with chills and had (B)(6) central line blood culture while admitted. The patient was discharged home with IV antibiotics until (B)(6) 2017 and to continue with home antibiotic dosing for chronic (B)(6). The patient presented for increased white blood count of 18 on (B)(6) 2017 in setting of (B)(6) c.diff toxin b on (B)(6) 2017. The patient was started on a 7 day course of po vancomycin on (B)(6) 2017. The patient continues to have severe liquid diarrhea, poor po intake, and associated weight loss. The patient denied improvement after starting the antibiotics. No abdominal pain, bright red blood per rectum, melena, nausea, or vomiting. The patient does endorse chills, but not sweats. Wife reports no fevers at home (highest 99 degrees fahrenheit). Per infectious disease consult: blood cultures from (B)(6) 2017 both (B)(6) for (B)(6) suggesting clinical failure of ceftaroline. Currently on telavancin & oral vancomycin. Cdiff (B)(6) from (B)(6) 2017. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The submitted system controller log file containing data from 02nov2017 to 08dec2017 showed the pump operating as intended. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. A specific cause for the reported event could not be conclusively determined. Infection, sepsis, and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.